Event description:
Upon placing PICC there was resistance at the axilla and was not able to completely advance catheter. Upon removal I was able to remove the PICC but the sherlock 3cg stylet would not remove from patient. The provider was able to remove wire without resistance, but noticed appeared to be missing 2cm in length from tip of stylet. X-ray ordered.